Event description:
It was reported that the patient presented in clinic after receiving a patient notifier. High, out of range, hv lead impedance was observed. The svc coil was programmed off and the issue was resolved.